Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant of a triple chamber ICD, the atrial and right ventricular (rv) leads were implanted with adequate electrical parameters. While the left ventricular (lv) lead was being positioned, the patient developed chest pain and dyspnea. An echocardiogram was performed which revealed a cardiac perforation. The implant was stopped; the lv port on the device was capped and lv lead was not implanted. A pericardiocentesis was performed. It was unknown where the cardiac perforation was located and which device caused the perforation; however, the physician suspects the cps delivery catheter or lv lead. No performance issues were observed with any abbott device. The patient was in stable condition. Related manufacturer reference number: 2017865-2017-34834.